Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) the day after it was implanted. Further analysis revealed the lead was dislodged. As result, the lead was successfully repositioned into a different location within the ventricle. The rv lead remains in service. No additional adverse patient effects were reported.